Event description:
Patient reported he does not think he was getting insulin on (B)(6) 2013 from the infusion device. Patient stated he went to the hospital on (B)(6) due to elevated blood glucose and ketones. Patient reported his blood glucose readings were lower than usual on (B)(6). Patient is new to pump therapy and adjustments are still being made. Patient stated his blood glucose reading was 3.5 mmol/l (63 mg/dl) on (B)(6) during the evening meal. Patient reported he woke up at 3:30 am on (B)(6) with a blood glucose reading of 21.0 mmol/l (378 mg/dl). Patient stated he used the bolus advice and did a bolus of 10 units of insulin and went back to bed. Patient stated he woke up at 7 am and his reading was 26 mmol/l (468 mg/dl). Patient reported he may have done another bolus, but does not recall. Patient stated his ketones were 3.5. Patient reported that at 11 am he had a reading of 26 mmol/l (468 mg/dl) and he was experiencing symptoms of headaches, pains in the shoulders and chest, and trouble breathing. Patient stated his wife drove him to the hospital where he was treated for ketoacidosis; his ketone level was unknown. Patient reported that after being at the hospital for 30 minutes, his blood glucose was tested with a reading of 25 mmol/l (450 mg/dl). Patient stated at 5:15 pm his ketones were 0.8. Patient reported he had a blood glucose level of 13 mmol/l (234 mg/dl), was sent to the ward and told to eat. Patient stated he was released from the hospital at 8:25 pm. Patient reported when he got home from the hospital his blood glucose level started to go up again so he disconnected from the infusion device and primed the device; nothing came out of the device. Patient stated he had to prime 5-10 units of insulin before it came out of the infusion device. Patient reported he then changed the cartridge, tubing, and infusion set. Patient stated he checked his blood glucose level all through the night last night and the infusion device is working now. Patient reported the infusion device seemed to stop delivering insulin correctly halfway through his last cartridge. Patient stated he no longer has the alleged boxes of the accessories. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The priming functions of the pump were tested on the diagnostic test system and meet the specifications. To prime the infusion set correctly a insulin amount up to 25 iu is necessary. History list: the customers allegation could not be reproduced in history because the customer stopped using the pump on (B)(6) 2013. The problem mentioned by the customer could not be reproduced.